Event description:
Complainant alleged that during a routine shift check by a clinician the device was unable to discharge via paddles. Complainant indicated that there was no pt involvement in the reported malfunction. Further testing of the device at the customer's biomedical department verified the malfunction to the device's multi-function cable.